Manufacturer narrative:
Device evaluation: the device returned with evidence of stent damaged on the middle section of the stent. The distal tip is slightly flared. The middle portion of the stent was severely deformed and stretched. (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent. The device was removed from packaging per IFU, inspected and prepped with no issues noted. The target lesion in the mid lad had moderate calcification, moderate vessel tortuosity and 90% stenosis. The lesion was pre-dilated. It was reported that resistance was encountered during attempted delivery of the endeavor resolute device and excessive force was used during delivery. Stent deformation occurred during positioning. Procedure was completed with a 2.5x24mm endeavor resolute stent. The physician reported that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device endeavor resolute rx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity rx/otw. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions